Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked at the "o-ring". Customer loaded another cartridge to resolve the issue. Customer's blood glucose was 198 mg/dl. Although requested, additional information regarding the event was not provided.